Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was found on the keypad during visual inspection. The unit had a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer's mother called in to report that the insulin pump had a keypad anomaly during a bolus. The customer's blood glucose level was 120 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.